Manufacturer narrative:
(B)(4). Additional information: this involved a colleague version p1.7 infusion pump with a user interface module master software version 8.11.00. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of no display was confirmed by baxter personnel during product evaluation. The root cause was assigned to depleted main batteries. The main batteries were fully charged to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
A customer reported to baxter (B)(4) a colleague infusion pump with the malfunction of no display. This condition has the potential to cause an interruption of delivery. It is unknown when the alleged defect was observed. There was no patient involved. Therefore, there are no reports of patient injury, medical intervention, or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.